Manufacturer narrative:
It was initially reported a patient expired while on a ventilator. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The ventilator's downloaded event logs were reviewed by the manufacturer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction had occurred, the event logs would have contained entries related to the malfunction. On the reported day of the event, (B)(6) 2018, the patient data logs indicate the patient ceased spontaneous breathing at approximately 12:00 utc. Prior to this time, the patient was breathing well in excess of the set back-up rate of 12 breaths per minute. The patient data logs indicate the ventilator continued to deliver 12 breaths per minute until the device was manually powered off at approximately 15:00 utc. The manufacturer concludes the ventilator did not cause or contribute to the reported event.

Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.